Event description:
The end user reported skin excoriation, leakage and redness in anal region observed. The redness and inflammation subsides fast.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Device was removed because of skin excoriation and leakage. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.